Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2009, product type: catheter, product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that a patient¿s pump went dry as a result of the patient missing two appointments. The pump was refilled and updated. There was a printing problem; the reporter was having difficulty with the reports not showing all of the information following pump update. When the reporter went to print it showed the patient¿s name, model number, and old prescription info with 42.3 ml dispensed since last update. The reporter re-interrogated the patient¿s pump and saw that it was at the correct dose, but the report was not showing all the details. The reporter received instruction on selecting he long report button when printing, they printed the report again and confirmed that this resolved the issue and the full report printed. There were no patient symptoms. The patient recovered without permanent impairment. The pump was used to infuse bupivacaine and dilaudid (hydromorphone). No intervention was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.